Event description:
Customer reports that the device displayed a result of approx 126mg/dl, but stored in the memory as 240mg/dl. No adverse event reported due to issue. Requested return of suspect device and replacement was sent.